Manufacturer narrative:
Continuation of d11: relevant device(s) are: product ID: bi71000450, lot/serial #: (B)(6)) initial reporter received, h2) additional information was added to the event description, h3) the power supply was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ps1 power supply was tested bench test failed. 5vdc output voltage drifted to 5.194vdc higher than spec. An electrical issue was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the procedure was a pediatric orthopedic trauma. There was a delay of about 20 minutes. The issue occurred during the procedure, no unused spins were taken. 8-10 people including the additional people who came into assist were in the room at the time of the event.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that  there were no images after exposure. The site stated that when attempting to take a 2d fluoro exposure the unit seems to attempt to take the exposure but the resulting image was just static. The site rebooted the unit and issue did not resolve. The site attempted to use another imaging system on site, but after the attempt that unit failed as well. Both imaging and navigation were aborted. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Continuation of concomitant products: product ID: bi71000450, lot/serial #: unknown. Initial reporter was not known at the time of reporting. The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed. The system was rested and the rep was able to replicate the issue. However, after accessing the user console to check the kvp value and time curves, the rep was able to do 2d and 3d exposures but was still seeing a generator error. The rep ordered a new power supply and generator control board which they thought was the suspected cause of the event. Hardware parts were replaced. They completed a full system checkout. All passed successfully, the system was fully functional and ready for clinical use. It was recommended to replace the power supply with the factory support team. If information is provided in the future, a supplemental report will be issued.